Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of the essure devices/a portion of essure device migrated to uterus/migration of essure device location of device: outside of tubes") and internal haemorrhage ("internal bleeding") in an adult female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, internal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psoriasis ("psoriasis / autoimmune disorder type of disorder: psoriasis"), arthritis ("arthritis"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubes removed on (B)(6) 2017 and undergo an emergency hysterectomy and bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, internal haemorrhage, abdominal pain, weight increased, psoriasis, arthritis, headache, dysmenorrhoea, migraine, nausea, depression, dyspareunia and fatigue outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, arthritis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, internal haemorrhage, migraine, nausea, psoriasis and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for internal bleeding, abdominal pain, weight gain, psoriasis, arthritis, abdominal and pelvic pain, and headaches, among other symptoms. Discrepancy noted in date of insertion: (B)(6) 2008, (B)(6) 2009. Earlier noted that essure was removed in (B)(6) 2010 and now plaintiff states that she had surgery to get her tubes removed on (B)(6) 2017. Most recent follow-up information incorporated above includes: on 11-mar-2019: plaintiff fact sheet received: events added: device breakage, dysmenorrhea (cramping), migraine, nausea, psychological or psychiatric problems condition: depression, dyspareunia (painful sexual intercourse), fatigue, cramping, essure confirmation test not performed. Event migration of essure device location of device: outside of tubes clubbed with previous event with pt device expulsion. Reporter information and patient details updated. Insertion date updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of the essure devices/a portion of essure device migrated to uterus/migration of essure device location of device: outside of tubes") and internal haemorrhage ("internal bleeding") in an adult female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, internal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psoriasis ("psoriasis / autoimmune disorder type of disorder: psoriasis"), arthritis ("arthritis"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubes removed (B)(6) 2017 and undergo an emergency hysterectomy and bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, internal haemorrhage, abdominal pain, weight increased, psoriasis, arthritis, headache, dysmenorrhoea, migraine, nausea, depression, dyspareunia and fatigue outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, arthritis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, internal haemorrhage, migraine, nausea, psoriasis and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for internal bleeding, abdominal pain, weight gain, psoriasis, arthritis, abdominal and pelvic pain, and headaches, among other symptoms. Discrepancy noted in date of insertion: (B)(6) 2008, (B)(6) 2009 earlier noted that essure was removed in (B)(6) 2010 and now plaintiff states that she had surgery to get her tubes removed on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure devices/a portion of essure device migrated to uterus") and internal haemorrhage ("internal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, internal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), weight increased ("weight gain"), psoriasis ("psoriasis"), arthritis ("arthritis") and headache ("headaches"). The patient was treated with surgery (undergo an emergency hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, internal haemorrhage, abdominal pain, weight increased, psoriasis, arthritis and headache outcome was unknown. The reporter considered abdominal pain, arthritis, device dislocation, headache, internal haemorrhage, psoriasis and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for internal bleeding, abdominal pain, weight gain, psoriasis, arthritis, abdominal and pelvic pain, and headaches, among other symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.